Event description:
Within less than a min of starting a noradrenaline infusion at 3ml/h the customer experienced a "channel blocked pump error." They reported that following the initial alarm, they "clamped lines and unloaded from module, reloaded module and attempted to recommence, same message, unloaded again removed module and placed on other side of pump brain (attempting to 'reset' module) however same message displayed. Removed module but not pump brain." The report indicates that the pt's blood pressure increased to 220 systolic before slowly reducing and that the pt complained of chest pain/tightness in throat. According to the feedback, the "nurse did review history and noted that 1.?ml of a vtbi of 3mls had been infused in that initial 1 min of pump running." No add'l pt or event info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.